Manufacturer narrative:
(B)(4). Evaluation summary: the device was returned for evaluation and the reported stent dislodgment was confirmed. Based on visual analysis of the returned device, there is no indication of a product quality issue with respect to manufacture, design or labeling. The investigation determined that the stent dislodgment and subsequent non-surgical therapy removal of stent via snare and delay in procedure appears to be due to case circumstances. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no other similar incidents from this lot. Based on the reviewed information, there is no indication the issue was caused by, or related to the design, manufacture or labeling of the device.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. Device: the omni elite stent system is indicated for the treatment of atherosclerotic iliac artery lesions, not subclavian lesions. The device was received. Investigation is not yet complete. A follow up report will be submitted with all relevant information.

Event description:
It was reported that a 9x39mm omni elite stent dislodged from the delivery catheter while advancing to the subclavian artery lesion. There was no resistance noted while advancing. The dislodged stent traveled to the intracranial vascular and was removed via snare, performed for 3 hours. Another omni elite stent was implanted in the subclavian artery lesion. There was a significant delay; however, there were no reported adverse patent effects. Reportedly, the patient is in well condition. There was no additional information provided.